Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as a repair info is unavailable.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with the event described in this complaint.